Manufacturer narrative:
(B)(4). Additional information provided for evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set spike was unable to pierce the port of a viaflo bag. The pharmacist stated that the spike appeared to be an incorrect size for the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.